Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Laboratory analysis summary: the device related to the reported events deflation was received on august 26, 2024, with lot number 1388491. Based on the product analysis performed, the assessments of the complaints are: deflation: observed cracked valve seat diaphragm valve. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Clarification to d6a: implant date is unknown.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.